Manufacturer narrative:
Upon further review, the initial assessment of this record was made reportable in error. The customer reported a leak from the cassette and not from/caused by the plum 360 pump which is captured on this record. The pump was received for evaluation on 9/12/2023. The complaint of "it leaks from the cassette where the proximal infusion set is inserted" was investigated. No cassette was returned with the device to test. The device was found with a missing power cord. Due to the test instruction the logs were downloaded but the software team responded to say the logs would not provide any information with regards to a leakage complaint. The power cord and cord retainer were replaced. The device was tested with a new cassette and the pump then passed functional testing without any evidence of leaking around the fluid shield or cassette area. The pump was disassembled and checked inside for any evidence of excessive fluid ingress but this was not found. The customer complaint of "it leaks from the cassette where the proximal infusion set is inserted" was not confirmed as it was not replicated during testing.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on unknown date involving a plum 360¿ sistema infusionale compatible con ICU medical mednet¿ software where the customer reported a leak from the cassette where the proximal infusion set is inserted. There is unknown patient involvement and unknown adverse event / human harm. No additional information was provided.